Manufacturer narrative:
D2b pro code: dsk d4 unique identifier (UDI)#: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter phone number: (B)(6)

Event description:
It was reported that the motor measurement data was inaccurate. An avvigo plus integrated system was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the measurement data was inaccurate. Because of this, the avvigo plus system was not used to make treatment decisions. There were no patient complications.